Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 29 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed samples received has been performed and the units are tight. - we have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.71 kgf in average and 3.26 in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). - we have also tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.97 kgf in average and 1.56 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). - additionally, linear pull tensile strength results conducted on the closed samples received are 5.77 kgf in average and 5.13 kgf in minimum and fulfil b. Braun surgical requirement: 4.69 kgf in average. - sewing test on artificial skin tissue has been conducted with the closed samples received and splitting does not appear when pulling the thread through the tissue. Visual appearance of the thread surface is the usual one. We have not found splitting on thread surface on the closed samples received before and after performing tests. As stated in the instructions for use of the product, when working with monomax® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomax suture. The customer reported the suture is breaking/splitting whilst doing small bite closures. There was no harm to the patient - the end of the suture line was reinforced with an additional suture from another manufacturer (as a second monomax also broke). This was at the end of closing a laparotomy.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.